Event description:
It was reported that air bubbles were observed within the cartridge canister. There was no reported impact to customer's blood glucose level. The customer declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.